Event description:
It was reported that the device would try to turn on and turn off after a second both in battery and ac power. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on battery and ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.